Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, upon removal of the esheath at the end of the case, a tear of the esheath tip was noted along with missing material. The blue portion was measured and appeared to be 2-3 mm less in length. The sheath was flushed, and no return of material was noted the dilator was reinserted and again no material returned. There was no trouble placing or removing the sheath per the implanter. The implanter cut the sheath at the end of the case, and nothing was noted in the sheath lumen or inside of the hub. The device will be returned for examination.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: the liner appears fully expanded as designed, the distal tip is torn radially along the distal edge of the liner, and the distal tip is torn and stretched axially, with the torn piece missing. A review of the 3mension indicated that the patient's access vessels were characterized by tortuosity and calcification, including in the bifurcation region. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed other complaints relating to the complaint code. The following instructions were reviewed: esheath, commander, device preparation training manual, and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints for a torn distal tip and system components separate during use were confirmed based on the provided imagery. However, no manufacturing non-conformance was identified. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, upon removal of the esheath at the end of the case, a tear of the esheath tip was noted along with missing material. The blue portion was measured and appeared to be 2-3 mm less in length." Imagery review confirmed the presence of a radially torn distal tip with a piece of tip missing. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to distal tip tear/separation. In addition, 3mensio revealed the presence of tortuous access vessels and calcification in the bifurcation region. Tortuosity could lead to non-coaxial alignment between the crimped valve and the sheath, causing the thv struts to catch on the distal tip, leading to a tear. Calcification could also constrain the distal shaft, preventing the tip from opening properly and/or creating a torn tip/separation. In this case, the failure mode may be related to the improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity). However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. The complaint of torn distal tip was confirmed. This issue has been previously identified in product risk assessment (pra) and a CAPA.

Event description:
The risk management department will not release the device for examination.

Manufacturer narrative:
Update to b5.

Event description:
Follow up information received indicated that it was unknown where the missing piece was, it is radiolucent and was not found on any of the drapes or floor. There was no patient injury. The case went smooth and as anticipated until after removal of the sheath on inspection. Risk management still has the device in their possession.